Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade unknown, inflammation, calcification, bruising, exchange from textured to smooth breast implants due to the patient's concern with the product.

Event description:
Patient reported right side pain, capsular contracture baker grade unknown, inflammation, calcification, bruising, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient also reported lupus and is not device related. Device remains implanted.